Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b1: correction: product problem b5: it was reported that the implant got stuck at tooth location #19. The implant did not seat all the way. The implant was damaged while trying to remove it and some bone was removed. The site was grafted and buccal bone removed. The procedure was completed during the same procedure. The second implant placement was successful. D4: expiration date: 16 jun 2022. UDI: (B)(4). G3: correction: company representative. G4: 10 jun 2019. H4: correction: 27 jun 2017. H6:correction: device code: 2547. The reported device was received for evaluation. Visual inspection identified the implant is damaged from removal at the connection point of the implant. The reported condition of an implant that got stuck could not be confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was completed for the reported device lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant got stuck at tooth location #19. The implant did not seat all the way. The implant was damaged while trying to remove it and some bone was removed. The site was grafted and buccal bone removed. The procedure was completed during the same procedure. The second implant placement was successful.

Manufacturer narrative:
This report is being submitted to report (B)(4). The reported device has been received for evaluation. The investigation has not yet begun. Once the investigation has been completed, a follow up medwatch will be submitted. (B)(6).

Event description:
It was reported that the implant got stuck at tooth location #30. The implant did not seat all the way. The implant was damaged while trying to remove it and some bone was removed. The site was grafted and buccal bone removed. The procedure was completed during the same procedure. The second implant placement was successful.